Manufacturer narrative:
(B)(4)

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a femoral approach. A 1 f isleeve introducer was selected. During the insertion, the tip of the isleeve caught on a non-bsc wire that had been contralaterally placed. The tip of the isleeve bent. A longitudinal cut was then noticed on the sheath. The procedure was able to be completed with the same isleeve sheath. The isleeve was withdrawn with the dilator in. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the isleeve was received with the dilator in the sheath, and the device was bloody. The sheath and tip were microscopically and tactile inspected. The sheath material was split/torn on the seam starting 17cm from the tip, and the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported seam tear was confirmed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a femoral approach. A 1 f isleeve introducer was selected. During the insertion, the tip of the isleeve caught on a non-bsc wire that had been contralaterally placed. The tip of the isleeve bent. A longitudinal cut was then noticed on the sheath. The procedure was able to be completed with the same isleeve sheath. The isleeve was withdrawn with the dilator in. No patient complications were reported and the patient's status is stable.